Manufacturer narrative:
Additional information was added to d9, h3, h6 (update codes), and h11: h11: the device was received for evaluation. A keypad test was performed, and the number ¿8¿ key not working was observed. A service history was performed, and the device was previously serviced in the field for the keypad. The reported condition was verified. The cause was determined to be from a defective keypad. The keypad would be replaced to resolve the event. This issue is being further investigated. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump had a keypad issue where one of the number keys does not function at all after remediation. This occurred during testing. There was no patient involvement. No additional information is available.